Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, h2, h6 (health effect - clinical code, device code(s), and type of investigation).

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve after an implant duration of seven years, 11 months due to severe stenosis and severe regurgitation. The tpvr was performed with a 23mm 9750tfx valve.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna pericardial bioprosthesis is intended for use in patients whose aortic valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one." The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. However, this event is most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patients younger age at implant likely contributed to this event. This patient was (B)(6) at initial time of implant. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount magna pericardial bioprosthesis model 3000tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve after an implant duration of seven (7) years, 11 months due to stenosis. The tpvr was performed with a 23mm 9750tfx valve.